Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began 2 weeks prior to contacting lfs. The patient reported obtaining a control solution result of "129 mg/dl" which fell above the accepted range printed on the test strip vial. The patient informed the csr that he manages his diabetes with a fixed dose of insulin (unknown type and dose). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen due to the alleged issue. The patient denied developing any symptoms however reported attending the doctor's office at an unspecified date and time where he was treated with 4 units of insulin due to the alleged issue. The patient denied that his blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the correct control solution was being used for testing however noted it had been stored incorrect, was expired or opened past the discard date. The csr also noted the patient was following the incorrect testing process by not setting the meter for control solution testing and by not discarding the first drop of control solution. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.